Event description:
It was reported that during an implant procedure, the physician observed the extension component was bent when the package was opened. The extension was not implanted. No patient injuries were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of extension model 37085-60, serial # (B)(4) showed no significant anomalies. The outer insulation was observed to be twisted but intact. The continuity was acceptable and no shorts were seen between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.